Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator failed, was not detected on the bus, and was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) powered off the refrigerator and medication unit and then powered them back on. The refrigerator was removed from the bus, and the customer-maintained inventory of the refrigerator contents throughout the process. The refrigerator was confirmed to be operational. The system functioned as intended after the field service engineer repaired the device.